Event description:
It was reported that the patient was presented at the hospital for a lead revision. Interrogation of the pacemaker during a scheduled clinic follow up found the right atrial (ra) lead exhibiting loss of cardiac pacing and far r oversensing. Chest x-ray revealed the ra lead was dislodged. Additionally, the patient was noted to have slept with the left arm above head and was not compliant with post surgery instructions. During the lead revision procedure, the ra lead was found unable to extend it's helix due to clogged tissue on the helix. The physician elected to explant and replace the ra lead. The patient was in a stable condition.